Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and identified for replacement. Due to the inability to received the desired component, the service representative repair the existing collimator until a replacement can be received. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposure and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.